Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This is a report of a use error where the patient had taken the patient line off of the organizer and had shaken it resulting in solution coming out of the top of the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides instructions on the proper set-up of disposable supplies for peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution came out of the cap of the patient line of a homechoice cassette. This event occurred during priming. The patient was not connected. The patient stated they had taken the patient line off the organizer and shaken it; the patient stated solution came out of the top of the line. The technical service representative explained that the patient line should not be shaken and that the patient would need to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.